Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "surgeon was impacting nail and a piece of the knob on the targeting arm broke". Procedure was completed successfully with no adverse consequences or surgical delay reported.

Event description:
As reported: "surgeon was impacting nail and a piece of the knob on the targeting arm broke". Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
Correction: section d4 (lot# & serial#). The reported event could be confirmed, since the device was returned and matched the reported failure mode. Visual inspection: the grey knob was damaged and fully broken out. Detailed inspection of the breakage surfaces revealed a brittle fracture. During manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Incoming inspection and the device history record of the reported tibia target device revealed no manufacturing discrepancies. Further investigation determined that the crack was caused by a manufacturing agent used by a contract manufacturer. This is being investigated as a nonconformity.